Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.

Event description:
Reportedly, during a neuro-neck procedure, a needle tip broke off. An x-ray was taken and they found the tip of the needle that broke off. The rest of the needle was not found. The pt was closed without further complication. No add'l info was available.